Event description:
The hospital reported the following event, "spontaneous plate rupture 15 days after implantation (initial implantation linked to intercondylar fracture of humerus). Change for locked plate".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event of the plate breakage for humeral plate,distal lateral,right epi-union 10 holes, 137mm for screws 3.5/4.0mm could be confirmed. Based on the investigation, the root cause was attributed to a patient related issue. According to our clinical expert, this event "is an early implant failure by fatigue fracture caused by early overloading in a completely unstable distal humerus shaft fracture. Please simply refer to the IFU that clearly outlines that the plate is not intended for loading of daily routine prior to bone consolidation." ((B)(6) (B)(4) humeral plate distal lateral right epi-union 10 holes). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
The hospital reported the following event, "spontaneous plate rupture 15 days after implantation (initial implantation linked to intercondylar fracture of humerus). Change for locked plate".